Event description:
The customer reported that the 9900 system displayed a communication error message, and would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation, and was unable to duplicate the reported problem. The service rep adjusted the voltages, cleaned the hv cables, and recalibrated the filaments. The system was tested and is operating as intended.